Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call having multiple small air bubbles in the reservoir. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The customer was advised to transfer insulin slowly and precisely to reduce air bubbles. The device will not be returned for analysis.